Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was no irrigation from irrigation/aspiration handpieces and that the cassette tubing was leaking during a surgical procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
No reusable I/a handpiece was returned for evaluation for the report of no irrigation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).